Event description:
Information received by medtronic indicated that the customer received battery replace alerts. Insulin pump was over heating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version = 4.11d retainer ring = black on (B)(6) 2021, the customer alleged device heating up. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. In further full review in the pump history, these battery related alarms were found: low battery alarm on (B)(6) 2021 at 23:43:00, on (B)(6) 2021 at 06:36:00, 15:26:00, 17:00:00, power loss alarm on (B)(6) 2021 at 09:03:25, 09:03:36, 19:24:18, 19:24:29, insert battery alarm on (B)(6) 2021 03:30:46, 07:13:07, 09:01:14, 09:02:41, 15:29:16, 18:47:16, 19:23:45. Pump passed self test and displacement test, however failed the sleep current measurement and active current measurement due to extremely high impedance. Battery was removed from pump and physically felt hotter than usual. No unexpected low battery, power loss, not insert battery alarms during testing. Customer alleged for device heating up was confirmed during testing. Device heating up is suspected to be due to high impedance. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.